Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was left inside of the patient, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part (228151) and lot (l705671) combination and no non-conformance were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the device was used for the meniscal prosthesis on (B)(6) 2018, and completed to insert the first implant. It was reported that the surgeon recognized the needle part of the inserter was broken and the second implant dropped inside the meniscus. The surgeon searched for the second implant but could not find it. The surgeon decided to leave the implant in the patient¿s body, and finished the surgery by cutting the suture. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay. No further information was provided by the hospital.